Manufacturer narrative:
This report is submitted on december 22, 2023.

Event description:
Per the clinic, the patient was hospitalized (specific date not reported) for pain and an infection at the implant site. Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023 and reimplantation is planned but had not taken place at the time of this report.